Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritation and discomfort under the vibration box on back. It was reported the patient also has a broken hip so the patient is laying on their back more than usual. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse wrapped the vibration box in gauze to alleviate the discomfort. Follow up indicated that the skin irritation improved.